Manufacturer narrative:
It was reported by the facility that a patient experienced a vaginal tear after prepping with a skin scrub prep stick. Per the facility the patient was positioned in a lithotomy position while under anesthesia and the physician performed a vaginal check prior to the procedure. After the manual check was performed the peri area was prepped as well as the vaginal vault. Prior to the drapes being applied there was blood noted to be coming from the vagina. The physician performed an inspection and a posterior tear was noted. Per the facility the physician cancelled the scheduled procedure and performed a laceration repair with sutures while under anesthesia. The sample was not returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that a patient experienced a vaginal tear after prepping with a skin scrub prep stick. The physician cancelled the scheduled procedure and performed a laceration repair with sutures while under anesthesia.